Event description:
Account stated that the brakes were not engaging at head end. No injury reported.

Manufacturer narrative:
Technician found the rocker arm was broken at brake linkage. Installed brake upgrade kit to resolve this issue.